Event description:
During a pci procedure of a 90% proximal rca calcified stenosis, crossing difficulties were encountered. The physician had treated the lesion with rotational atherectomy and was unable to cross with the express2. Upon removal, damage to the stent was noted. No pt injuries or complications were reported.